Event description:
The patient reportedly experienced intermittency, followed by loss of lock, external equipment was exchanged; however, this did not resolve the issue. Surgery to explant the patient's device has been performed. The patient was reimplanted with another advanced bionics device.